Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error 224. Based on the results of the investigation, and since blurry image was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. It was determined the error 224 identified during the device evaluation was due to a bad cable unit connector. However, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a blurry image. The event was found during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had blurry image. The event was found during an unspecified procedure. There was no report of patient harm.